Manufacturer narrative:
The referenced driveline infection was previously unreported to the manufacturer. It has been reported under medwatch MFR report #2916596-2017-01011. Approximate age of device - 2 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted the coronary care unit (ccu) on (B)(6) 2017 with cardiogenic pulmonary edema. The patient was transferred to the step down unit on an unspecified date. On the evening of (B)(6) 2017, the patient was reported to have been in their usual state of health and went to bed without wearing their continuous positive airway pressure device. At 0400 on (B)(6) 2017, the patient was found unresponsive and pulseless. Cardiopulmonary resuscitation was initiated, epinephrine was administered and return of spontaneous circulation was obtained shortly thereafter. The patient was intubated and transferred to the ccu. In the ccu, the patient was normotensive, but febrile to 38.6 c with an elevated white blood cell count of 28.2 x10^9 cells/l. Interrogation of the patient¿s implantable cardioverter-defibrillator did not find any episodes of ventricular tachycardia. The patient was breathing against the ventilator, but was otherwise unresponsive to verbal or painful stimuli, and the pupils were pinpoint. Due to being very lethargic and with limited mental status, a head CT scan was performed which revealed a stable, large left subdural hematoma with midline shift and transtentorial herniation, as well as new brainstem hemorrhage involving the pons. A cerebral perfusion scan showed no cerebral perfusion. Brain death was declared, and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A specific correlation between the patient¿s outcome and the device could not be conclusively determined. The pump was not explanted for evaluation and an autopsy was not performed. Bleeding, stroke, neurological dysfunction, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.